Manufacturer narrative:
The device is available for evaluation-it has not been received. Additional contact information: (B)(6).

Event description:
The event involved a 16" ext set, 4-way stopcock, rotating luer where the customer reported that the tubing is coming disconnected from luer lock end of tubing. The problem was recurring. The impact of the problem was minor. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
Received one opened/unused #b4010 for evaluation. As received the tube came separated from the male luer adaptor. The parts were analyzed with uv light and insufficient solvent coverage on tube was confirmed. No additional damage or anomalies were confirmed. Complaint of disconnection / loose connection can be confirmed based on the physical sample evaluation. The probable cause was due to an insufficient solvent applied during manual process assembly at manufacturing. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.